Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported he had peritonitis. The patient did not report any allegations that the peritonitis event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was hospitalized. The nurse stated the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated the patient was treated with intravenous (IV) antibiotics (medication(s) unknown and continued pd therapy (details not provided). On (B)(6) 2023, the patient was discharged home. Moreover, the patient had a repeat pd culture on (B)(6) 2023 (in the outpatient pd clinic) which did not have any organism growth. The patient is recovering from the event and remains on antibiotic therapy with intra-peritoneal (ip) vancomycin. The patient continues pd treatments with the same cycler without any further reported issues. The nurse indicated the cause of the patient¿s peritonitis is unknown. However, the patient¿s nurse confirmed the patient did not have any fluid in relation to the peritonitis. Although the nurse stated the patient was experiencing drain complications during the pd treatment with the cycler prior to the peritonitis event. The nurse provided the patient did have fibrin (causes drain issues during pd treatment) when the peritonitis developed. The nurse did not suspect that the drain complications were caused by the reported fibrin and stated the drain complications could have been related to the peritonitis.